Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the leak. The o2 flush button and seal was recommended for replacement to correct the reported complaint.

Event description:
The hospital reported a leak from the o2 flush button when it was pressed causing an inability to ventilate. There is no report of patient involvement.